Manufacturer narrative:
The reliability analysis inspected 1 opened and or used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base with cannula broken and still in cannula tubing. It was unable to confirm that the customer received sensor in said condition due to customer returning opened and or used.

Event description:
It was reported that the customer had issues with their sensor. It was reported that when the customer pulled out the needle, the metal wire came out with it. The customer states that they changed out their sensor. The customer has the sensor to return. No further information provided.